Manufacturer narrative:
Since the serial number of the pcb00 was not known, no manufacturing record review was performed. No visual inspection was performed since the complaint unit was not returned. The reported complaint could not be confirmed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:unknown because serial number is not available. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon implanted the intraocular lens (iol), the haptic was stuck into the injector. When the surgeon pushed forward, it provoked a zonular disinsertion. No further information was provided.